Event description:
It was reported that the radio frequency programmer head did not interrogate consistently. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head failed all uplink amplitude functional tests, but still had normal telemetry; the rf head cable was found out of electrical specification.